Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. The active tip shows signs of activation with procedural debris evident around the periphery of the active tip. There is evidence of melting at the proximal end of the manifold surrounding the return brace. The rest of the device has no other visible issues. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The device passed capacitance and continuity tests. Due to the condition of the device hipot and functional testing was not done. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA has now been closed due to a change in the manufacturing process reducing the level of occurrences. Although CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one dissimilar complaint for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure that the customer's vapr s90 electrode was reading output shortage and sparking while in the patient's joint space. The sales rep confirmed that the device was not near metal at the time. The sales rep reported that the device was sparking at the bottom edge of the device. The surgeon completed the procedure with another like device with no patient consequences or delays.